Event description:
Procedure: laparoscopic esophagogastrostomy davinci xi assisted during procedure. A sureform 60 robotic procedure, used stapler, it misfired during procedure. When stapler was placed in robotic arm, it clamped and gave a 100% ready to fire but during firing tissue did not staple. FDA safety report ID # (B)(4).